Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, device deployed per IFU and immediate hemostasis was achieved. On angio, slow blood flow was noted at access site after device deployment. Slow blood flow was also noted before device deployment. Cut down performed after physician was unable to get wire up and over to perform balloon inflation. Device explanted, along with two chunks of organized plaque/calcium during cutdown.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound was utilized to gain a central positioned access. The arteriotomy was 9mm, with mild common femoral artery calcification, medial wall calcification, and a depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Prior to deployment slow flow was noted. The IFU states in the procedural preparation steps to confirm via femoral arteriogram: vessel size greater than 6mm for 18f and greater than 5mm for 14f and evidence of adequate blood flow; and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Following deployment hemostasis was immediate; however, an angiogram indicated slow flow continued at the access site. The physician unsuccessfully attempted to deploy a contralateral wire up and over to perform balloon inflation. The decision was made for surgical intervention; and during the cut down, the manta was explanted along with two large pieces of plaque/calcium. The cause of the inadequate flow is likely due to the calcification present within the common femoral artery as seen during the surgical intervention. However, due to insufficient information regarding the deployment and surgical intervention procedures, no device return or angiograms submitted for investigative purposes, the root cause cannot be determined. Procedural requirements in the IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery.